Event description:
It was reported that there was high impedance and noise on the right ventricular (rv) lead. Lead explant was attempted but failed. The lead remains in use .no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.